Event description:
It was reported that customer experienced continuous glucose monitor error and needed help restarting sensor session. There was no reported impact to the customer¿s blood glucose level. Technical support guided customer through pump reset, error did not reappear, and customer successfully restarted sensor session.